Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the bilateral pt was revised on the right hip due to infection on (B)(6) 2007. Prostalac was inserted and new components were implanted on (B)(6) 2007. It is further alleged that the left hip was revised on (B)(6) 2008 to address instability and chronic dislocation.